Event description:
A customer reported that the screen on their insulin pump was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.